Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead microdislodged resulting in rising threshold since implant. Physician opted for a new lead when revising instead of repositioning. This lead was explanted.

Manufacturer narrative:
Combination product: yes.